Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted ¿the mesh had folded over on itself and adhesions were present. The surgeon lysed the adhesions and mesh to then fold it back over the internal ring.¿ it was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/04/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.